Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device disposition is unknown.

Event description:
The manufacturer became aware of a international post-market product surveillance from (B)(6). The title of this report is ¿international post-market product surveillance - t2 tibial nailing systems¿ which was released on 10/31/2005 and is associated with the t2 tibial nailing system. Within that report, intraoperative and post-operative complications/ adverse events were reported. It was not possible to ascertain specific device or patient information from the article. A review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication; therefore 212 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses pain observed at 4 months postoperative assessments. Thirteen out of 41 cases.